Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump's buttons were not working properly. A button was stuck. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.